Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
The customer reported a ventilator with a touchscreen issue. There was no patient involvement or harm.

Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 the device was verified to have a touchscreen failure. The field service engineer (fse) replace the touchscreen per the instructions outlined in the v60/v60 plus ventilator service manual the device passed all required testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Failure investigation was performed on the returned touchscreen; customer complaint not verified. No fault found with returned touchscreen. A determination could not be made that the device failed to meet specifications.